Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional information become available, it will be submitted on a supplemental report.

Event description:
It was reported that, "during an eps surgery for the rejuvenate femoral hip system, the calcar fractured during the final seating of the stem. Surgeon prepared for femur by broaching with sizes 7-9 cutting edge advantage broach, and a size 7-9 rejuvenate before implanting a size 9 rejuvate stem. During the final impaction of the stem, the calcar fractured. Surgeon cabled the femur to stabilize the fracture."